Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, some integrated electrosurgical unit (iesu) erbe errors occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs but did not find error u-02, only m-32. The caller requested the field engineer follow up to resolve the issue. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was continuing as scheduled. The site had to turn off the erbe before each case.

Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis, but the reported failure could not be reproduced on the iesu connected to system. The error logs could not confirm the fault occurred in the field. Upon visual inspection, the iesu had no significant scratches or dents. The front bezel was in decent condition. The iesu was installed onto a golden system and functioned as expected.

Event description:
Refer to h11 for follow-up information.